Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral baker grade ii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with (B)(6) clinical trial, participant 633-152. It was reported that a (B)(6) year old caucasian female patient who underwent bilateral augmentation with mentor study gel devices on (B)(6) 2018 developed bilateral baker grade ii capsular contracture. The patient underwent left breast capsule capsulorrhaphy on (B)(6) 2018. The device remains implanted on the left. The right side device was explanted on (B)(6) 2018. No product issue, such as rupture, was reported. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 8/19/2019, per clinician's assessment of the complaint, no right side events reported. Hence, patient code has been updated. This report is for the right side. Left side issue is being reported in a different report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/25/2019, mentor became aware that the patient suffered device migration issues not capsular contracture. Hence, device codes under h6 have been updated to device migration and patient code capsular contracture has been removed. Manufacturer¿s reference number: (B)(4).